Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 68-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During the procedure, the physician was unable to peel-away the sheath. Limb ischemia was also noted with lost pulses at the impella limb. It was noted that the patient had profunda and superficial femoral artery (sfa) disease. The impella was successfully weaned the same day, and the post-procedure outcome is survived at explant with an escalation of therapy to an impella 5.5. The device functioned at p-9 at 5.6l/min with no issues. The reported event involves access site limb ischemia with device removal/replacement. Limb ischemia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Section b2, b5, h1 and h6 were updated based on additional information received.

Event description:
Updated clinical rationale: an impella cp device was inserted into the right femoral artery in a 68-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During the procedure, the physician was unable to peel-away the sheath. It was reported that the peel-away was not removed as the vessel was heavily calcified and the physician felt it would bleed if he peeled away. Limb ischemia was also noted with lost pulses at the impella limb. It was noted that the patient had profunda and superficial femoral artery (sfa) disease. The impella was successfully weaned the same day, and the post-procedure outcome is survived at explant with an escalation of therapy to an impella 5.5. The device functioned at p-9 at 5.6l/min with no issues. The reported event involves access site limb ischemia with device removal/replacement. Limb ischemia may be influenced by patient-specific factors such as the patient's peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, and vascular access characteristics. The following day after the impella 5.5 insertion, the family withdrew care, and the patient expired. The impella cp is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage e shock.

Manufacturer narrative:
Investigation has determined that there is no allegation against the pump; the complaint should be on the introducer only since they decided to leave it in and not peel it away. Therefore, this complaint against pump is deemed to be not reportable.